Event description:
Patient provided medical report which reported the following events relating to their left side device: capsular contracture baker grade iii, "double bubble phenomenon", ¿fibroadenoma¿, ¿3 lumps in the scar area¿, ¿nodular structure of both breasts¿, "suspicion of oil cyst¿ and ¿palpable implant edge¿. Device remains implanted. The event of "suspicion of oil cyst¿ is considered not device related. Later, patient representative reported "implant rupture" and "seroma" diagnosed via MRI, "enlargement and hardening of the left breast", "sweating and chronic fatigue", "long-lasting pain" and ¿grade 3 capsular fibrosis¿. This record is for the left side. The device was explanted.

Manufacturer narrative:
G8: 9617229-2023-18370. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "double bubble phenomenon", ¿fibroadenoma¿, ¿3 lumps in the scar area¿, ¿nodular structure of both breasts¿, "suspicion of oil cyst¿ and ¿palpable implant edge¿. "Implant rupture" and "seroma" diagnosed via MRI, "enlargement and hardening of the left breast", "sweating and chronic fatigue", "long-lasting pain" and ¿grade 3 capsular fibrosis¿.